Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force sensor resistance measurement was out of specification. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed loss of prime alarms, which was duplicated during testing. Investigation revealed that the force sensor was out of calibration and the force sensor resistance measurement was out of specification. The pump cover was removed and there was evidence of corrosion along the side of the internal battery case and the force sensor. The force sensor was removed from the pump and was found to be corroded. There was evidence of moisture observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).